Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with pacemaker experienced pain at the implant site. Additional information obtained from the field representative which indicated that there was no infection and the cause of the pain was due to ruptured of silicone implant in the breast. This pacemaker was explanted. No additional adverse patient effects were reported.